Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from a coaguchek xs meter at the doctor's office was 2.9 inr and the result 30 seconds later was 3.8 inr. Both tests were performed from the same fingerstick. There was no allegation of an adverse event. The customer had no change in medications but has very erratic readings and warfarin dosage changes. The therapeutic range was 2.0 - 3.0 inr. The customer declined to return the meter and strips for further investigation. Relevant retention test strips (lot 176188) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
One vial of test strip lot 176188-14 containing four test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter: marcumar 3: 2.4 inr, marcumar 4: 2.5 inr. Customer strips/retention meter: marcumar 3: 2.4 inr, marcumar 4: 2.4 inr. The returned customer material and retention material complied with specification.